Event description:
The customer reported the system mixed pt image data. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.